Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they had the pump and catheter explanted on (B)(6) 2025 and they developed a post-surgical site infection, mrsa and e-coli. The patient asked if medtronic does any testing to see if there was any contamination on the device that could have caused the infection. The agent reviewed and redirected to their doctor. The agent checked and the pump had not been received by mdt for analysis. The patient would follow-up with the managing physician. The agent verbally updated patient registration (prs) of explanted device/therapy. The agent did not obtain drug due to reported infection was post-surgical from the explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that they never saw evidence of infection and this was treated elsewhere. The patient's device was discarded.